Event description:
It was reported that during explant procedure, the pulse generator exhibited no ventricular output. The device was explanted and replaced. The patient experienced no adverse consequences and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.